Manufacturer narrative:
The suspected faulty scroll compressor was received at getinge's national repair center (nrc) for failure investigation. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp during repair for the autofill failure which was troubleshot to scroll compressor, there was an out of box failure on newly installed scroll compressor. Set point timeout message after unsuccessful compressor output test, to fix the issue the fse replaced the scroll compressor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that during repair of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse) the scroll compressor used to repair the iabp would not activate during compressor output test and gave a message during test "set point timeout". There was no patient involvement and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a

Manufacturer narrative:
The suspected faulty scroll compressor was returned to getinge's national repair center (nrc) for failure investigation. The nrc inspected the scroll compressor per procedure. The nrc installed the scroll compressor into the cardiosave test fixture and tested to factory specifications per the cardiosave service manual. The scroll compressor performance test was successfully ran and pressure was easily adjusted. The compressor output test was successfully performed. The scroll compressor was ran for thirty (30) minutes and the compressor performance test was successfully ran and pressure was easily adjusted. Subsequently, the scroll compressor was ran in clinical mode pumping at 130 beats per minute (bpm) for sixteen (16) hours. The compressor performance test was again successfully ran and pressure was easily adjusted. The reported failure was not verified. The scroll compressor will be retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.